Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination showed one section of securi-t feeding tube was returned. The returned section of the securi-t tubing measured to be approximately 3 centimeters long and was cut from the proximal end of tubing. The tear is through approximately half the tubing. The tear doesn't appear to have been cut. No pinch marks or molding defects were found. The returned unit was consistent with the complaint incident that the feeding tube was torn. Since the remainder of the device was not returned it remains unknown if the defect occurred due to defective components or customer handling/prep of the device, therefore the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, post procedure on (B)(6), 2011 the tube was injected with enteral nutrition. The enteral nutrition leaked from the tube. It was noted there was a tear in the tube. The length of the tube was adjusted and cut. There are plans to exchange the securi-t percutaneous replacement gastrostomy tube to a new one during a routine replacement in 4 to 6 months. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, post procedure on (B)(6), 2011 the tube was injected with enteral nutrition. The enteral nutrition leaked from the tube. It was noted there was a tear in the tube. The length of the tube was adjusted and cut. There are plans to exchange the securi-t percutaneous replacement gastrostomy tube to a new one during a routine replacement in 4 to 6 months. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.